Event description:
It was reported that; pelvic screw was used on a l2 to the pelvis revision surgery on (B)(6) 2016. Doctor called me and said the head has separated from the screw.

Manufacturer narrative:
Lot# b54857 method: visual inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Visual inspection of the device confirmed that the device had been over-tightened during final tightening. Conclusion: the most likely cause of the customer reported event is over-tightening.

Event description:
It was reported that; pelvic screw was used on a l2 to the pelvis revision surgery on (B)(6) 2016. Doctor called me and said the head has separated from the screw.